Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced progressive development of ossification, leading to the migration of the device. The patient received benefit from the device for a very short period, however, due to the progression of ossification, the benefit rapidly declined and the recipient unable to hear sounds.